Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was in clinical use and the procedure was completed as planned by reconnecting the foot-switch. The philips field service engineer (fse) inspected the system onsite and confirmed that the wired foot-switch had stopped working. Upon troubleshooting, fse confirmed that the screw securing the foot-switch cable to the table was broken. There are two screws that connect the foot-switch cable to the table, and both were found to be broken. To resolve the issue, fse replaced the wired foot-switch along with the d-sub pin and included a cable bracket to secure the foot-switch cable. After replacement, the system was returned to good working condition. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-08/04/2023-005-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the system's wired footswitch stopped working, which can impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.